Manufacturer narrative:
Date sent: 5/4/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device would not release or fire after closing on the operating tissue. Surgeon used an instrument to push and open the closed jaw. Procedure completed with another device. There were no adverse consequences for the pt.